Manufacturer narrative:
Review of the complaint details confirmed that the surgeon required info on the previous devices dimensions. It was identified that this device had been implanted in 1980, therefore, he was not familiar with it. No adverse consequences occurred. A review of the manufacturing history confirms no non-conformance were identified. Requests are being made for add'l info and a supplemental report will be provided if this info is received. Please note that this custom implant is similar to the mets modular distal femur (k121029).

Manufacturer narrative:
The patient underwent a procedure to replace the femoral component with no reported complications, after the reported device had been implanted for 34 years with the poly components being replaced in 2004 (10 years prior to the alleged event). The exact cause of the reported event could not be determined because insufficient information was provided. Requests were made for further information in relation to this incident however the requested information was not provided to stanmore implants worldwide (siw). Review of the complaint details confirmed that the surgeon required information on the previous devices dimensions during the operation. It was identified that this device had been implanted in 1980, therefore, he was not familiar with it. No adverse consequences occurred. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Stanmore implants worldwide will continue to monitor for trends. Corrected data: brand name was corrected from "custom distal femur" to "custom distal femoral replacement implant". Model#/serial # were corrected from (B)(4).

Event description:
It was reported by a surgeon that he needed information on the old device dimensions. This was during the procedure. A call was made to the siw office and the information was provided to the surgeon as required. This is a supplemental report to 3004105610-2014-00206 ((B)(4)).

Event description:
It was reported by a surgeon that he needed info on the old device dimensions. This was during the procedure. A call was made to the siw office and the info was provided to the surgeon as required.